Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4).this record is for the 2nd event where enduser advised replaced push button five or six times due to it working intermittently and gets harder to push.